Manufacturer narrative:
No evaluation necessary. There was no problem with the system. The event in #5 was reported to the toshiba customer engineer (ce) during a follow-up call to check on the system. The toshiba ce was also told that it is believed the exposure to the magnetic field caused the fragments to dislodge or move. The technician missed 2 weeks of work and is now back to work. Additionally, he would no longer be able to work around the mr system.

Event description:
One of the customer's biomedical technicians assisted the toshiba customer engineer during in servicing of the MRI system on (B) (6) 2009. It was reported that several days later, the biomedical engineer complained about pain in his hip and sought medical attention. He was treated for movement or dislocation of some metal fragments in his hip sustained from a hunting accident (B) (6).